Event description:
On 6/14/82 an aus device was implanted. On 10/22/84 the aus device was activated. On 4/8/97 the entire device was removed from the pt and replaced due to recurring incontinence, reservoir was found to be empty.